Event description:
Patient received right upper arm axillary loop fistula. Several days after receiving the graft, the pt had an early stick of the graft for dialysis in 2002. After dialysis, and removal of the needle, the patient experienced pain and swelling in the upper arm and shoulder area. While as the dialysis unit, the patient had an expanding hematoma in these areas, hypotension, and a lower hematocrit. Upon arrival at the hospital five hours later, the pt was in hemorrhagic shock and nearly unconscious. The arm was opened and the arterial and venous anastomosis of the upper arm fistula was removed. The patient was taken to the intensive care unit in improved condition. The patient expired two days later. Death was hemothoraxic.